Event description:
Two employees sustained minor injuries due to a wheel breaking off a surgical cart. The employees did not seek medical attention and are reportedly fine. The cart has been taken out of service.